Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the "upper stimulator" was dead¿. The patient reported that a replacement was scheduled for (B)(6) 2020. The patient reported that the implant was supposed to last 7 years but only lasted 2 years.